Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was dislodged which led to a drop in sensing. The dislodgement was discovered via a chest x-ray. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.